Manufacturer narrative:
The full lead was returned and analyzed. The helix of the lead was extrinsically bent. The analyst commented that the lead was returned with the helix fully retracted with blood visible inside the helix. Blood was removed to find the helix bent. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the helix of the right ventricular (rv) lead would not extend. The lead was not attempted and a different lead was used to complete the implant procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.